Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No device problem was found. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.

Event description:
It was reported that after attaching a medical fluid filled cassette to the pump the patient tried to perform a priming, but a high pressure alarm went off. The devices used in combination with the cassette was a pump and an extension tube. There was no patient injury reported.

Manufacturer narrative:
Operator of device: UDI information is unknown. Protocol number: premarket (510k) number is unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.